Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was cleaned/adjusted to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad nx sterilizer and a cycle cancellation. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist issue is the oil mist filter. The field service engineer adjusted the part and confirmed the sterrad nx sterilizer was restored to proper function after service. The issue was resolved at the customer facility. No parts were replaced as a result of this issue. Asp will continue to track and trend this issue. (B)(4).